Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported the patient presented for their atrial lead that was over-sensing noise. During procedure, the physician electively explanted and replaced the pacemaker, and capped and replaced the lead on (B)(6) 2021. The patient was in stable condition.